Manufacturer narrative:
B5. Describe event and h6. Results and conclusions, corrected data; initial MDR inadvertently omitted assessment of data known prior to submission of report.

Event description:
Looking further into the programming data provided, it was determined that the patient¿s generator was programmed with version 1.0.1.7 programming software which made their device susceptible to the miscalculation of parameters . It appears that the device was initially programmed with a v1.0.1.7 programmer, then programmed with an 11.0 programmer (therefore it would not be expected to see the invalid parameters message as these only appear on m3000 software), and then at the time that the device was programmed with a v1.6 [1.6.1.9] programmer, the device was shown to be disabled, and set back to final electrical test values. Therefore this appears to be inline with the intended/expected invalid parameters workflow upon m3000 v1.0.2.2 (or later) interrogation of a 103-106 generator that was previously interrogated by m3000 v1.0.1.7, an invalid parameters warning appears, temporarily disabling therapy. The user is able to proceed to the apply changes screen to restore settings (note that autostim will need to be separately enabled for m106). This does not indicate a device issue as the software functioned as intended.

Event description:
It was reported that a patient¿s m106 had unexpected device disablement. It was noted that the patient's autostimulation is disabled and magnet output current is higher than normal mode output current. During the clinic visit, the pa interrogated the device and the patient was at proper settings, the doctor interrogated the patient again without ending session and the settings were all at factory settings with 0 ma. A second tablet was used to interrogate the patient and the settings were still at 0 ma. A third tablet was also used and the settings were still at 0 ma. It is unclear if diagnostics were ever run and when. The patient was titrated up in small increments to desired settings. The doctor then swiped the magnet and the non-verbal patient reacted indicating stimulation was perceived. No additional relevant information has been received to date.